Event description:
About three months after implantation, the device was replaced due to skin infection on (B)(6) 2015. At the revision, the removed valve was found broken. The patient is currently being followed. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
(B)(4).upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: and confirmed the tear/cut in the silicone housing, the valve casing and the siphon guard were no longer inside the silicone housing. Review of the history device records confirmed the valve product code 82-3162, with lot crncdw, conformed to the specifications when released to stock on the (B)(4) 2015. Review of the sterilization certificate conformed to the specification when released on the (B)(4) 2015. The root cause of the infection could not be determined; the sterilization certificate conformed to the specifications. The root cause of the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.